Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 179 mg/dl. The customer states there is a lot of large bubbles in the reservoir and tubing and the customer didn¿t get the full amount of time in it. The customer also states that she was running high. During troubleshooting, the customer indicated that the approximate size of air bubbles was large. The customer was advised to change set. The reservoir will not be returned for analysis.